Event description:
Customer's spouse reported the death of his wife. Caller stated that customer began having high blood glucose readings in june. Customer decided to go back to manual injections, high blood glucose readings continued into july. Customer started to have abdominal pains and went to the hospital and passed away. The blood glucose readings were in 600s in ICU, but eventually came down to 130 or 140 mg/dl. Physician believes customer had a liver infection. Customer was not wearing the insulin pump at the time of death, customer stopped using the insulin pump on (B)(6). Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.